Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: the surgical notes were reviewed which did not reveal any surgical complications. The surgical notes state that the pt had a right bipolar hemiarthroplasty using a zimmer natural hip stem, right size 1, 48mm bipolar shell, 28mm head, minus 3.5 neck length. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. There is insufficient information to perform a probable cause analysis. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records was not possible, as the lot numbers were not provided. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is presenting with pain and possible infection in right hip.